Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a performance decrement.

Manufacturer narrative:
This report is filed april 12, 2016.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.